Event description:
The reporter stated that the needle broke 1.3cm and stayed in the pt's back during surgery. Add'l info rec'd via telephone on (B)(6) 2013, the reporter stated that the needle has not been removed at this time. A CT scan was performed and due to its location the consensus of the two surgeons was against removal. CT did show extensive arthritis so they are unsure if it was a technique issue or actual defect of the product. They felt it may have struck a 'calcified area' and that may have been the cause for break. No further info is available.

Manufacturer narrative:
Device history record was completed for lot 2326285 and all inspection were performed per the applicable operations and met qc specifications.